Event description:
Reporter alleged discrepant back-to-back blood glucose results of 340 mg/dl and 104 mg/dl on the inform system. Reporter stated that patient was in stable condition. No treatment/actions were reported based on the inform result. No adverse event was reported in connection with the alleged malfunction. A request was made for the return of the suspect device and replacement product was sent.